Manufacturer narrative:
Final analysis found the insulation abraded with exposed coil due to friction to another device. The condition could have contributed to low lead impedance and unacceptable threshold.

Event description:
It was reported that the right ventricular lead exhibited high threhsolds and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.